Manufacturer narrative:
This report is submitted on june 6, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to non-use, performance decrement and need for MRI. There are no plans to re-implant the patient with a new cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 23, 2024.